Manufacturer narrative:
MFR's report date 10/13/97. The set was received and evaluated. The set was primed and found to leak at the y-site. Visual examination of the y-site revealed a needle puncture in the needleless y-site septum. This model set is a needleless system and needleless can not be used to administer medication. A photograph of the needle puncture was taken and will be forwarded to the user facility to stress the importance of not using needles.